Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the leadless implantable pulse generator (ipg) exhibited variable thresholds with different pacing rates. The leadless ipg remains in use. No patient complications have been reported as a result of this event.